Event description:
The pt's spouse called lifescan on their behalf and alleged the one touch fastake meter was reading inaccurately high. The customer care rep contacted the spouse to confirm the info. It was stated at 10:30 a blood glucose result was 50 mg/dl (presumed 5.0 mmol/l) on the reported meter. At noon the spouse noticed the pt shaking and tested with a result of 45 mg/dl. (Presumed 4.5 mmol/l) the pt progressed to confusion, loss of consciousness, and the paramedics were called, reportedly arriving in 5 minutes. On their unknown meter the result was 1.4 mmol/l. The paramedics looked at the reported meter and advised the spouse the decimal point was missing. Glucagon was given and transported to the hosp, arriving about 12:20 to 12:45 pm. A lab test was done (result unknown) and the pt was given food and released 4 hours later. No further testing on the one touch fastake meter was done after the call to the paramedics. The spouse stated the pt's readings had been high for the past "few days, examples given were 423 and 500 (presumably read as 43.2 and 50.0 mmol/l, top range is 33.3 mmol/l) the log books were not available. In addition to the sliding scale (scale unknown) the pt takes insulin 30 units n in the morning and 30 units of r at night. The customer care rep performed troubleshooting and changed the unit of measure. The reporter "does not recall" entering the set up mode or changing the battery. It was also stated that the puncture site was often not cleaned correctly. Based on the info obtained from the pt's spouse there is no indication the product malfunctioned, however the symptoms started after the first reading of 50 mg/dl, readings were low and symptoms and treatment were for low blood glucose. This event is reported as user error that led to an adverse event. If the pt had known their reading was 50 mg/dl (2.8 mmol/l) instead of the presumed 5.0 mmol/l they may have intervened earlier.